Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head component; unknown hip acetabular liner component; unknown hip acetabular cup component.

Event description:
The patient was revised to address proximal fracture of femur and stem ultimately subsided. It was also indicated that the patient has been revised several times and the original surgery was in 2008 which specific month and day is unknown. Doi: 2008; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.